Event description:
Surgery was underway and the surgeon was using a valleylab cautery machine with settings monopolar:15 cut:15 coagulation; bipolar:4. The valleylab machine was plugged into an outlet and was used during the case. During the surgery, the valleylab machine shut off. The registered nurse (rn) relief circulator tried to trouble shoot plugging in the charge cord into a different outlet. However, the machine would not turn on. The operating room charge rn brought in a different cord and the machine would still not turn on. Another valleylab cautery machine was brought into the operating room to use for the remainder of the surgical procedure. Bovie machine put out of service by the operating room charge rn.